Event description:
Patient accidentally put bgstar control solution into her left eye. The patient described slight irritation in her left eye and was admitted to urgent care.

Manufacturer narrative:
Bio-techne is agamatrix' subcontractor of its control solution. A thorough review of the control solution labeling was performed. The control solution insert states 'bgstar control solution is for in vitro diagnostic use only. This means it is for testing your meter and only to be used outside your body'. 'Normal control solution' is clearly stated on the vial label and also states 'not intended for human consumption'. The incident did not occurr due to improper labeling. No corrective action will be performed. The incident will continue to be trended.